Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), (source of endoleak is unk). Conclusion: (source of endoleak is unk).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. The aneurysm was 46 mm in length. The aortic neck was reported as having a 25-26 mm diameter with a 3 cm length with little anterior angulation. No calcification was present. After the implantation, the physician thought that there was a type I endoleak or a type ii endoleak. The left hypogastric artery was intentionally covered. The physician subsequently placed another manufacturer's stent but the endoleak remained. No further intervention was performed. No clinical sequelae were reported and the pt is fine.